Event description:
It was reported that there was a confirmed 1st overdischarge. The patient lost weight and felt like the battery ¿moves¿ in the pocket and caused discomfort at times. There was also less than 50% therapy relief at the device pocket. It had also made it difficult to charge. This started around (B)(6). The battery was not working since (B)(6) but yesterday she went to the clinic about it for the first time. The patient could not stay at the office to do a full physician mode recharge (pmr). The nurse practitioner stated it was ok to show the patient how to do it and instructed her to do the pmr at home and then she would come into the clinic once the power on reset (por) occurred. No diagnostic testing or troubleshooting was performed. The issue was not resolved and the cause of the issue was determined to be because it appeared to be an overdischarge. 4 days later the patient finished the pmr. The patient was charging the device and she would call the office to be seen to clear the por. The appointment had not been scheduled yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a CT scan scheduled for the day of the report and needed to turn their implantable neurostimulator (ins) to 0v and off. They were unable to communicate with the ins or the patient programmer. It was unclear if the patient had stimulation or had cleared their power on reset (por) after their earlier overdischarge was recovered. It was noted that the stimulation was on but could not be turned off due to the inability to communicate. The patient was seen by a manufacturer representative on (B)(6) 2015 and the patient programmer and recharger were working properly. They were able to turn the stimulation on and off with both devices. The ins was also able to be charged. The patient needed their stimulation reprogrammed to lessen the stimulation in their abdomen. The program array was moved down on both leads and the patient&#38112;back, buttocks, and bilateral legs were covered.